Manufacturer narrative:
The field service engineer (fse) replaced the pipettor assembly, the bead mixer assembly, and the sample/reagent probe with the liquid level detection (lld) printed circuit board (pcb) and the beads paddle mixer. As many parts were replaced, the specific root cause could not be determined. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned low results from 1 patient tested for elecsys total psa (total psa) on a cobas e 411 analyzer (rack system). The patient had been tested at a different hospital using an e411 analyzer and the result was 400 ng/ml. On (B)(6) 2024 the initial result from the customer¿s e411 analyzer was 1.70 ng/ml. On (B)(6) 2024 the repeat result was 454.00 ng/ml. On (B)(6) 2024 a 2nd sample was obtained and the result from the customer¿s e411 analyzer was 461.00 ng/ml. On (B)(6) 2024 a 3rd sample was obtained and the initial result from the customer¿s e411 analyzer was "over 100 ng/ml." This sample was repeated twice with results of "under 0.3 ng/ml" and 187.7 ng/ml.

Manufacturer narrative:
The total psa reagent lot number and expiration date were not provided.